Manufacturer narrative:
Product ID 977c265, serial# (B)(4) implanted: (B)(6) 2019. Product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 23-oct-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the rep indicated the ins was placed the week prior to the report. The rep received a message from the hcp stating the patient was admitted to the hospital due to an ileus and wanted to know if the device could have been a reason for the patient's condition. The rep didn't know, but thought the patient was admitted the day prior to the report. A clinical summary was reviewed with no results of the device being related. The rep was going to meet with the patient the day following the report to program and turn the ins on for the first time. The ins has been off since implant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp). It was reported that the patient was put on an npo diet and an ng tube was used to resolve the issue and the ileus did resolve. The hcp said the ileus did not appear to be related to the device/therapy, but they add that it was connected. No further complications were reported.